Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was stretched from 52 cm to 56 cm causing the distal conductor to stretch. This has caused tightness and resistance when inserting the stylet in the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant attempt, the lead had difficulty being advanced in the vein and had significant resistance. The lead was pulled out for inspection. The insulation felt rough and felt like it had a sticky residue. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.